Event description:
It was reported that atrial tachycardia occurred. The patient was enrolled in the prospect clinical trial and underwent a pulse field ablation (pfa) procedure using a farawave catheter and received an implantable loop recorder. Immediately after the ablation the patient experienced early symptomatic recurrence of atrial tachycardia and or atrial flutter. Transesophageal echocardiogram and direct current electro cardioversion were performed. The patient continued to experience difficulty breathing, shortness of breath with minimal exertions, and dizziness. A redo ablation procedure was performed approximately one (1) month post index procedure. Two (2) months post index procedure the implantable loop record transmission revealed atrial tachycardia at 102 beats per minute. An additional redo ablation procedure was performed with a non boston scientific ablation catheter.

Manufacturer narrative:
A1 patient identifier: (B)(6). D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This supplemental report is being submitted with an update to sections: d4 lot number. D4 expiration date. G1 manufacturing site. H4 device manufacture date.

Manufacturer narrative:
A1 patient identifier: (B)(6). D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that atrial tachycardia occurred. The patient underwent a pulse field ablation (pfa) procedure using a farawave nav catheter and received an implantable loop recorder. Immediately after the ablation the patient experienced early symptomatic recurrence of atrial tachycardia and or atrial flutter. Transesophageal echocardiogram and direct current electro cardioversion were performed. The patient continued to experience difficulty breathing, shortness of breath with minimal exertions, and dizziness. A redo ablation procedure was performed approximately one (1) month post index procedure. Two (2) months post index procedure the implantable loop record transmission revealed atrial tachycardia at 102 beats per minute. An additional redo ablation procedure was performed with a non boston scientific ablation catheter.